Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger (B)(4) found evidence of a bent connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger had a frayed cord. The "charge your recharger" screen was seen, and the recharger would not charge even though the desktop charger was plugged in. Additional information received stated that the patient's back was hurting and the patient needed stimulation to walk. It was also reported that the patient was having issues with her back and arms. It was also reported that the patient's physician wanted to perform an MRI, but no information was given as to whether the MRI was related to the device or therapy. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for radiculopathy and spinal pain.